Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml; 4.699 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2018. It was reported a pump replacement was done (B)(6) 2018 for normal elective replacement indicator (eri). When the patient was opened they found fluid in the pocket site (about 2 ml) and a small cut in the catheter. The catheter was revised while the pump was being replaced. There was 8 ml in the pump and the refill date was (B)(6) 2018. The flow rate calculation was reviewed and confirmed that the volume in the old pump matches almost perfectly with what would be expected. No symptoms were reported and there was no therapy issue. The doctor planned to decrease the dose due to the patient being naive to intrathecal drug delivery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the cut catheter was unknown. The fluid in the pocket site has been resolved. The patient¿s weight was not available. The pump and catheter will not be returned to the manufacturer.